Manufacturer narrative:
(B)(4). Physio-control determined the cause of the malfunction to be an electrically leaky filter, designator fl10, from the analog pcb assembly due to process residue on the board surface. The excessive current leakage depleted the internal hlc batteries. A replacement device was provided to the customer.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.

Event description:
It was reported that the device illuminated the charge pak and attention icons. Physio-control evaluated the device and found a malfunction that rapidly depleted the internal hlc batteries to a critical level. The device was not able to deliver defibrillation therapy. There was no pt use associated with the event.